Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the legal manufacturer's investigation. The most probable cause of the complaint is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that for a camera head a tear was found all the way around the cable. The issue was found after a arthroscopy procedure. The intended procedure was completed using same device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunctions: due to poor watertightness of protector, the protector is not attached to the end. The most probable cause of the identified failure is cause traced to user. The event can be prevented by following the instructions for use which state: " do not squeeze, pull, twist, rub the camera cable hard. Also do not bend the camera cable into a small arc whose diameter is 20 cm (centimeters) or smaller.". Olympus will continue to monitor field performance for this device.

Event description:
It was reported that for a camera head a tear was found all the way around the cable. The issue was found after a arthroscopy procedure. The intended procedure was completed using same device. There were no reports of patient harm.